Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the keypad cover was undamaged. However, all buttons were unresponsive. The keypad cover was opened, no contaminants were found under contacts. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. A leak test failed due to the battery compartment leak. Moisture was observed under the display lens. The pump was opened and moisture was observed on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.